Event description:
A customer obtained an erroneously elevated troponin (accutni) result of 61.12 ng/ml for one patient. The result was reported out of the lab. Subsequent testing produced a result in the normal reference range (0.03 ng/ml). A corrected report was sent out. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer collects accu tni samples in 4ml plasma tubes with a gel separator and centrifuges samples at 3,500 rpm for 10 minutes. The specimen was a full draw and normal in appearance. Qc was within the customer's established ranges prior to the event. A routine system check performed on (B)(6) 2010 met specifications. A field service engineer (fse) was dispatched: the fse performed a diagnostic testing which failed. The fse serviced the instrument, and then repeated the diagnostic testing which met specifications. The analyzer passed verifications and was released to the customer. A definitive root cause has not been determined to date for this event. A malfunction will be assumed for the purpose of this report.